Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during use in a rotator cuff repair, the ar-13995 scorpion needle tip broke and the broken fragment dropped into the rotator cuff. The broken fragment was not retrieved.